Manufacturer narrative:
Per the md follow up this is in error the patient had other devices from another manufacturer implanted this complaint and all data is invalid per the md follow up this is in error the patient had other devices from another manufacturer implanted this complaint and all data is invalid.

Event description:
Left-side suspected rupture.